Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified mid left anterior descending (lad) artery. The quantum maverick 12 mm x 2.0 mm balloon catheter was advanced to the lesion for pre-dilatation and inflated without difficulty to 20 atms for 5 secs on the first and second inflation. There was no difficulty deflating the balloon. The balloon ruptured after 5 seconds at around 10 atms on the third inflation. The procedure was completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.